Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april, 02 and april, 03 with blood glucose of 599 mg/dl. The customer¿s current blood glucose level was 325 mg/dl. The customer experienced different blood glucose level of 489 mg/dl. The customer did not experience any symptoms. Troubleshooting was done for high blood glucose. The customer was treated with manual injection of insulin for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, stained keypad overlay, stained address/serial number label, stained end cap sticker and cracked reservoir tube lip.